Event description:
It was reported the patient's system was explanted and replaced. The patient's pain has resolved.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient has swelling and pain at the ipg site. Surgical intervention is planned to address the issue.